Event description:
Inbound; pt reported six treprostinil cartridges out of the last eight have stopped early with pump alarming low volume by 4 hrs each time, the pt stated filling with 3 milliliters to last 48 hrs at rate of 0.05 milliliters per hour, lot number 210720. Stated pump serial number is (B)(4). No further details provided.